Event description:
A re-review of the programming history identified that the generator diagnostics did not program the device to unintended settings as previously reported. It was noted that a faulted systems diagnostic test occurred which resulted in the change in settings; however, the device was intentionally programmed off the same day following the change in settings. This event was reported in error.

Manufacturer narrative:
This event was reported in error.

Event description:
Manufacturer review of a patient¿s vns programming history identified that a generator diagnostics was performed on (B)(6) 2009 which changed the patient¿s settings to 1ma/20hz/500pulsewidth/30sec on/60min off, which are not efficacious settings. This was not noted until (B)(6) 2012, when the generator was programmed off. Attempts for additional information are in progress.

Manufacturer narrative:
Analysis of programming history. Analysis of history identified generator diagnostics were performed which changed the settings, and the settings were not immediately corrected.